Event description:
It was reported that a patient presented with inadequate therapy noted on the patient's implantable cardioverted defibrillator, resulting in a sustained arrythmia. Programming changes were recommended and the physician was consulted. No information regarding patient consequences were reported.